Manufacturer narrative:
Outcomes attributed to adverse events: udf. The device was not returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. However, films were supplied for review which showed drill bit fragments at the 3rd and 4th metatarsals, beams in the 1st and second metatarsal, and a plate with pin fixation at the 3rd metatarsal.

Event description:
It was reported that the patient underwent a surgical procedure to treat midfoot charcot. Allegedly, the step section of both drill bit tips broke off and were lodged in the metatarsals when the surgeon was attempting to pierce the base of the 3rd and 4th metatarsals. The drill bit tips were unable to be retrieved from the patient.